Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after firing. No reported action taken or treatment given based on the lancet device issue. New device sent to customer and return requested.